Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer's blood glucose level was 7.4 mmol/l. The customer stated that insulin pump had cosmetic damage. Customer stated insulin pump had battery compartment damage. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Insulin pump had cracked battery tube threads.